Event description:
It was reported that the customer was experiencing high blood glucose. Customer stated the alarm for low reservoir was not alarming. Customer's blood glucose was 184 mg/dl. Customer reported that blood glucose was from 400 mg/dl to 600 mg/dl. Customer symptoms for high blood were she was having dry mouth, heart palpitations and not feeling good. Customer stated she treated with manual injection and insulin pump. It was found in the alarm history that the insulin pump alarmed low reservoir, low battery, no delivery and check settings. The bolus history and bolus wizard settings were correct. The customer will call back for high pressure test and to complete the troubleshooting. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.